Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip could not close and fell into the patient in an open state. The clip was attempted to be retrieved using a roth net and biopsy forceps, and was ultimately retrieved by hand. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip assembly was fully deployed and returned with the device. The prongs were observed to be open and bent. A kink was noticed in the control wire near the center of the device. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip could not close and fell into the patient in an open state. The clip was attempted to be retrieved using a roth net and biopsy forceps, and was ultimately retrieved by hand. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.